Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because the device was disposed of and no lot number was provided by the customer. Concomitant products: carto 3 system (model and serial# unk), coolflow pump (model and serial# unk), stockert generator (model and serial# unk). (B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia ( idvt) procedure with a navistar thermocool catheter and suffered a pericardial effusion. The patient¿s medical history is unknown. During a post-op visit the day following the procedure, the patient was observed to have a small effusion to the pericardium. There is no further information regarding if any intervention was performed. The physician believed that the effusion was mild and the patient fully recovered. The physician¿s opinion regarding the cause of this adverse event is that this is possibly procedure-related. Settings during the event include: power settings of 30 w, a temperature cut-off of 40 degrees celsius, and irrigation flow of 15 cc. The product was discarded, therefore no lot number is available, no product failure analysis can be conducted, and device malfunction cannot be confirmed.